Manufacturer narrative:
Returned for evaluation was an evlt fiber. The fiber was noted to have a break 19cm from the gripper strain relief and the second break was noted 70cm. The customers reported complaint of "fiber had a kink within the blue twist-tie" is confirmed. The returned product was noted to have 2 fiber breaks, the first break was noted the possible root cause was due to a flaw within the fiber core and the second break possible root cause could be due to unusual handling. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported : during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was kinked/fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.